Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump and supplies were damaged in transit. Customer reported that the insulin pump screen was cracked and pump did not work. Customer also requested that meter be replaced. Customer's blood glucose was unknown. Customer reported of "just getting out of the hospital", but hospitalization information was not provided and it was not known if customer was using the auto mode feature at the time. Insulin pump is not expected to return.